Event description:
The customer reported that the device displayed error code 01000 (defib biphasic error). Error code 01000 is accompanied by the message / instruction defib failure cycle power and operation halts. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed error code 01000 (defib biphasic error). Error code 01000 is accompanied by the message / instruction defib failure cycle power and operation halts. There was no report of pt involvement or adverse pt impact. Philips evaluated the device and confirmed this malfunction. Philips resolved this malfunction by replacing the power pca.